Manufacturer narrative:
A portion of the percutaneous lead (driveline) is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient¿s log file was submitted for review due to concerns of short to shield. The patient reported numerous alarms of low flow, pump stopped and pump operating at a lower speed that low speed limit. The patient is asymptomatic during these events. The patient decided to try sleeping on batteries and no alarms occurred. There is no obvious damage to driveline but there is a significant amount of rescue tape present. Log file submitted revealed multiple low flow, low speed hazard, and pump stop alarms. This type of behavior has been linked to potential issues with the percutaneous lead. These issues only appear to be occurring while the vad is connected to the power module. On (B)(6) 2020, the patient underwent a distal end percutaneous lead (driveline) replacement. No immediate alarms following repair. No additional information provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline identified an issue that could have contributed to the report of pump stops, low speed, and low flow events, which were confirmed through the evaluation of the submitted system controller log file. The submitted log file captured several pump stops and low speed hazard/advisory events on days 417, 418, and 419 per the timestamp. These events only occurred while the system controller was connected to a power module. Low flow hazard events and power elevations up to 13.0 w were also noted during these events. A distal end driveline repair was performed on 14feb2020 and the replaced portion of the driveline was returned in a segment measuring approximately 21.5¿. The outer layers of the driveline were severed approximately 18.5¿ from the metal connector. Metal braided shield breakdown was observed adjacent to the metal connector and approximately 3¿ to 4¿ from the metal connector, with minor breakdown along the length of the driveline segment. Visual inspection of the underlying wires revealed a breach in the insulation of the brown wire approximately 0.75¿ from the metal connector, exposing the inner conductors. This damage appears consistent with fatigue failure due to repetitive flexing and abrasion against the metal braided shield. If the exposed inner conductors of the brown wire made contact with the metal braided shield while the system controller was connected to a tethered power source such as the power module, the resulting electrical short to ground could have resulted in the pump stops and low speed events observed in the submitted log file. Heartmate ii lvas patient handbook, document 10006962, rev. C, section 4 entitled "living with the heartmate ii" contains a section titled "caring for the driveline". Section 6 entitled "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage as well as how to respond to such events. Section 5 entitled "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Heartmate ii lvas IFU, document 10006960, rev. C, section 6 entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.